Event description:
A home-care pt was cleaning her own tracheostomy with the kit brush inserted into her tracheostomy and brush came off in her trach. Pt was transported to an ER where the piece was removed without surgical intervention. No adverse pt outcome as a result of this event was reported. Pt was aware and had been taught to remove the inner cannula and clean it with the brush outside her tracheostomy.